Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: etlw1620c124e, serial/lot #: (B)(4), ubd: 04-jun-2022, UDI#: (B)(4). Product ID: etlw1620c156e, serial/lot #: (B)(4), ubd: 18-dec-2021, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a >50mm abdominal aortic aneurysm. The endurant was implanted in conjunction with a parallel graft to preserve perfusion to the renal arteries. It was reported that during the index procedure, thrombosis of the superior mesenteric artery (sma) occurred. Attempts to resolve this thrombosis were made during the index procedure and also the next day and following day after that. The patient was paraplegic the day after the procedure. There was no spinal drain implanted during the index procedure. The patient subsequently expired three days following the procedure. As per the physician the cause of the event can not be determined. It was reported that multiple factors contributed to the cause of death including mesteric ischemia, paraplegia, renal failure <(>&<)> thrombosis of renal stents. No additional clinical sequelae were provided and the patient is expired.